Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the drill broke off at the back part and inside the patient. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1250lt was received for investigation. Visual inspection identified that the step feature had broken off of the shaft of the drill, and was not returned for analysis. The outer diameter of the remainder of the shaft was assessed using digital micrometer ID: 244, and was found to meet design specifications. A probable cause is attributed to user-applied mechanical forces, such as prying/leveraging the drill during use.